Manufacturer narrative:
Evaluation summary: the device was returned to medtronic for evaluation. The 4th distal stent segment had deformed and raised struts. There was no other damage evident to the device. (B)(4).

Event description:
The physician was attempting to use an endeavor sprint drug-eluting stent to treat a severely calcified and severely tortuous lesion in the mid lad exhibiting 95% stenosis. The lesion was pre-dilated with 60% stenosis remaining after pre-dilatation. The device was prepped and inspected with no issues noted. It was reported that the endeavor sprint device failed to cross the target lesion and it was noted to be deformed when the device was removed. The procedure was completed with another device of the same model. The physician determined the reason of the event was due to a product defect. No injury was reported to the patient.